Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4 batch #: a9ef4t. Additional information was requested and the following was obtained: what is the surgeon¿s experience with device? -recent enseal x1 conversion away from ligasure, does not like the device but has now operated successfully with the device over 30 times. Was the patient on any anti-coagulation therapy? Unknown how far into the surgery did the bleeding occur? Unknown what vessel was the device used on when the bleeding occurred? Unknown did bleeding occur immediately after the jaws were opened or did the device seal and the seal broke open later? Unknown were the end tones heard for all of the seals performed? Unknown was the device used to finish the surgery? Unknown if not how was the bleeding controlled after converting to open? Unknown what is the patient's current status? Unknown. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a9ef4t, and no non-conformances were identified.

Manufacturer narrative:
(B)(6). Date sent: 6/14/2024. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon¿s experience with device? Was the patient on any anti-coagulation therapy? How far into the surgery did the bleeding occur? What vessel was the device used on when the bleeding occurred? Did bleeding occur immediately after the jaws were opened or did the device seal and the seal broke open later? Were the end tones heard for all of the seals performed? Was the device used to finish the surgery? If not how was the bleeding controlled after converting to open? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colon resection the device failed to seal, and bleeding occurred. Physician did not elaborate further on what "failed to seal" meant, or whether numerous attempts were made, or what anatomy they were working on. This necessitated the procedure to be converted to open to control the bleeding. No patient harm.